Event description:
It was reported that during an unknown procedure, the third shot of the pistol cut the cystic duct. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.